Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump damage. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer states that the insulin pump had issues with priming, sometimes takes a very long time and gets errors that was not pumping insulin, battery port was chipped so it was not holding in very well, top of insulin pump was chipped, unexplained no delivery alerts, sometimes seems it did not rewind all the way and sometimes had to do a couple of times. The device will not be return for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm, rewind anomaly or prime/fill anomaly noted during testing. Device had cracked battery tube threads, broken belt clip slot. (B)(4).